Manufacturer narrative:
(B)(4). The failure mode "wrong item in box" was confirmed with the picture attached. No other defects were observed. Upon review of the device history record, it was observed that the lot number reported corresponds to the lot identified to be affected with the mis-labelled product/8mm vs 7.5mm issue reported recently. A CAPA request was issued to investigate and address this issue on the process. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer, (B)(4) - distributor, alleges that during incoming inspection it was noted that a 7.5mm endotracheal tube was in the package with a label for 8.0mm endotracheal tube. A total of (B)(4) devices were reported with this issue.